Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pmz017, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal internal fixation of right patella fracture procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke when it was about to finish sewing. The original stitches were removed. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.